Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported in a journal article that that 12 hours post implant procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD), the patient received an inappropriate shock while sleeping due to oversensing of noise. Review of the electrogram (egm) found that the noise was likely due to air entrapment. It was noted that during the procedure a two-incision technique was used to implant the electrode and all preventative measurements to avoid air entrapment were taken, including saline flushing of the pocket and skin massage of the surgical field. The s-ICD was reprogrammed, and no further inappropriate shocks were observed. The s-ICD and electrode remain in service and no additional adverse effects were reported. The date of the incident is estimated. The serial number of the device and electrode are unknown at this time. An attempt to obtain the information from the author of the article is being made. No additional information is available. If additional information becomes available, the report will be updated at that time. Iavarone, michele, et al. (2023). "Air entrapment as a cause of early inappropriate shocks after subcutaneous defibrillator implant: a case series". Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2023.02.001.